Event description:
It was reported during in clinic follow up that the left ventricular lead had dislodged. This dislodgement resulted in loss of capture. The lead was successfully explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were loss of capture and lead dislodgement. As received, a complete lead was returned in one piece for analysis. The reported event of loss of capture was not confirmed. Electrical testing, visual inspection and x-ray of the lead found no anomalies. The double bend height was measured within specifications.